Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the customer had reported failed login attempts for user with the error account already locked. The root cause was failed login attempts due to the system reporting account already locked, even though the account was not locked in pes. The user login was successful from (B)(6) 2025 07:15 onward, with the last successful login at 10:31. The technical support specialist checked the core.authenticationevent logs and confirmed failed login attempts at 07:14 with the reason account already locked, verified that the account was not locked in pes, and shared these findings with the customer. The specialist advised the customer to contact their it team to check the user account in active directory or reset it if issues persisted, as we do not manage ad accounts. The customer acknowledged the recommendation and agreed to proceed. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user login was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.